Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) was returned for disposal after explant. No product performance allegations or adverse patient effects have been reported with regard to this device. Routine initial returned device testing indicated that detailed analysis was required.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, the device had no telemetry and a memory download could not be performed. External visual inspection noted a crease in the case front. An x-ray inspection noted no irregularities. The pulse generator case was removed and internal damage was noted. Analysis indicated that this damage is consistent with devices that have been exposed to external shocks.